Manufacturer narrative:
(B)(4) section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date details are not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in tennessee reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probes of five bubble CPAP generators were slipping out of position. The bubble CPAP generator is part of the bc161-10, bubble CPAP system kit (subject device). There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date details are not provided. Method: the complaint devices bc161-10 bubble CPAP system were not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the healthcare facility reported that the CPAP probes of the bubble CPAP generators were slipping out of position. Conclusion: without the subject devices being returned for investigation, we are unable to confirm and determine the cause of the reported event. The instructions for use accompanying the bc161-10 bubble CPAP system show in pictorial format the correct set-up of the system and also state the following: - check all connections are tight before use and after any adjustment. - use patient oxygen monitoring. - always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level.

Event description:
A healthcare facility in tennessee reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probes of five bubble CPAP generators were slipping out of position. The bubble CPAP generator is part of the bc161-10, bubble CPAP system kit (subject device). There was no reported patient consequence.